Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station time was incorrect. A field service engineer had powered off the station, attempted reboot, and replaced the serial advanced technology attachment (sata) cable, but the issue persisted. The engineer then installed a different hard drive, which was detected correctly, and began the reimage process; however, the station crashed and failed to read the new drive upon restart. The docking board was replaced, and the original drive was reinstalled. The time zone was corrected to central, and the station successfully booted up after multiple reboots. Pharmacy and nursing staff logged in without further issues, and the case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the time was off by 2 hours as the rss was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.